Manufacturer narrative:
A review of complaints for this product family over the last 3 years show no other reports citing no touch sleeve breaking off. The lot number is not known so device history records could not be reviewed. Neither the catheter nor the retrieved piece of the no touch sleeve were saved so sample review could not be conducted. Hollister cannot confirm that a piece of the vapro's no touch sleeve broke off.

Event description:
It was reported that an end user had been complaining about abdominal pain for the past 6 months. She saw her gp who referred her back to urology consultant. The consultant performed a scan where they saw something inside the bladder which they though could be mucus debris or blood. They also provided intravenous antibiotic treatment. A little bit later, they inserted a camera and removed from her bladder a 3.8 cm long fragment which they reported to be the vapro hydrophilic catheter's no touch sleeve. She had been experiencing bleeding and clots in her urine which immediately stopped following the removal of the fragment. The fragment that was removed was not saved; therefore hollister cannot independently confirm the fragment identification.